Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported bio-waste fluid leaking from the bio-waste pump of dimension vista 500 instrument. The customer cleaned the spill and isolated the leak. A customer service engineer (cse) was dispatched to the customer's site. The cse determined that bio waste pump was leaking at the bellows. The cse performed the following: disassembled, cleaned and reassembled pump bellows, replaced the biowaste pump, and inspected the pump and waste reservoir functions. Siemens further investigated and determined that the bio-waste pump was installed correctly. The malfunction of bio-waste pump potentially contributed to the leak. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A customer reported that when she walked onto a mat in front of a dimension vista 500 instrument, the mat slid and, as a consequence, she hurt her back. The customer alleged that bio-waste liquid from the instrument leaked under the work mat, causing the mat to slide when she walked onto the mat. The customer visited the emergency room (ER), but it is unknown whether the patient underwent medical treatment. There are no reports of patient intervention or adverse health consequence due to this event.